Event description:
Initial results for two pt ck-mbs were <0.1 ng/ml. When repeated, the results were 2.3 and 3.3 ng/ml. The incorrect results were not used to guide therapy. The field service rep found the sample system was misaligned and repaired the instrument by adjusting the sample roller.